Manufacturer narrative:
Analysis of electronic log files from AED sn (B)(4) reveals a series of activities on (B)(6) 2021, indicating that the AED was handled, but there is no evidence in the log files showing the AED was ever connected to a patient. The electronic log files also show a lack of maintenance on the AED; specifically, maintenance of the AED's battery pack and pads. The details of the electronic log file analysis are as follows: analysis of electronic log files from AED sn (B)(4) shows that on (B)(6) 2020, during an automated daily self-test, the AED detected that its defibrillation pads were expired, and it began flashing its red asi and chirping to alert the user. On (B)(6) 2021, the AED also began reporting a battery low warning. On (B)(6) 2021, the unit reported a replace battery now warning and a service code indicative of a critically low battery. By(B)(6) 2021, after a little over a year of the AED flashing its red asi and chirping, the AED's battery became fully depleted. On (B)(6) 2021, the day of the reported event, a new battery pack, sn (B)(4), was inserted into the unit, by design, the AED performed an automated battery pack self-test and at the conclusion of the test, the AED reported the previously recorded service code and alerted the user to connect pads as the AED did not detect that defibrillation pads were connected. The unit was powered on for 14 seconds, then off, and powered on again for 44 seconds. In both cases there was no valid patient impedance recorded by the AED as the pads were not connected to the unit. At power down in both cases, the AED reported the logged service code. Lastly, a third battery pack, sn (B)(4), was then inserted into the unit, and by design, the AED performed an automated battery pack self-test and at the conclusion of the test, the AED reported the previously logged service code and alerted the user to connect pads. The AED history shows a lack of maintenance on the AED. The AED performed as designed, no malfunctions are evident.

Event description:
A professional use facility reported that during a rescue attempt, the AED did not deliver a shock and may have reported a service code. They also reported that a second AED was used, and that AED advised a shock. No additional event or patient details were provided.

Event description:
A professional use facility reported that during a rescue attempt, the AED did not deliver a shock and may have reported a service code. They also reported that a second AED was used, and that AED advised a shock. No additional event or patient details were provided.

Manufacturer narrative:
Analysis of electronic log files from AED sn (B)(4) reveals a series of activities on (B)(6) 2021, indicating that the AED was handled, but there is no evidence in the log files showing the AED was ever connected to a patient. The electronic log files also show a lack of maintenance on the AED; specifically, maintenance of the AED's battery pack and pads. The details of the electronic log file analysis are as follows: analysis of electronic log files from AED sn (B)(4) shows that on (B)(6) 2020, during an automated daily self-test, the AED detected that its defibrillation pads were expired, and it began flashing its red asi and chirping to alert the user. On (B)(6) 2021, the AED also began reporting a battery low warning. On (B)(6) 2021, the unit reported a replace battery now warning and a service code indicative of a critically low battery. By(B)(6) 2021, after a little over a year of the AED flashing its red asi and chirping, the AED's battery became fully depleted. On (B)(6) 2021, the day of the reported event, a new battery pack, sn (B)(4), was inserted into the unit, by design, the AED performed an automated battery pack self-test and at the conclusion of the test, the AED reported the previously recorded service code and alerted the user to connect pads as the AED did not detect that defibrillation pads were connected. The unit was powered on for 14 seconds, then off, and powered on again for 44 seconds. In both cases there was no valid patient impedance recorded by the AED as the pads were not connected to the unit. At power down in both cases, the AED reported the logged service code. Lastly, a third battery pack, sn (B)(4), was then inserted into the unit, and by design, the AED performed an automated battery pack self-test and at the conclusion of the test, the AED reported the previously logged service code and alerted the user to connect pads. The AED history shows a lack of maintenance on the AED. The AED performed as designed, no malfunctions are evident.